Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter indicated that the pump was delivering unprogrammed audio boluses resulting in a blood glucose of 2.1 mmol/l with moderate confusion. The patient confirmed that the audio boluses were occurring without pressing any buttons. This report is made based on the allegation that the patient experienced hypoglycemia related to unprogrammed boluses from the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/25/2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A normal, ezcarb, ezbg, and combo boluses were performed on the pump and the pump accurately recorded the boluses in the pump history. The keypad buttons were tested and were confirmed to be responding appropriately. Unrelated to the complaint, the display screen was found to be discolored. The display screen was replaced with a test screen and the display returned to normal.